Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump has a weak battery alarms and then a motor error alarm. It was stated that the battery was changed and everything seems to be working fine. Blood glucose value at time of event was 210 mg/dl and current value is 170 mg/dl. Mother stated that they also got an off no power and motor error alarm before changing the battery. Mother stated the battery cap is not loose, cracked or damaged. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.